Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2 vticmo 13.2 implantable collamer of -11.0/1.5/92 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and the problem resolved. Cause reported as unknown.